Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 company representative was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the foreign material was unable to be identified. Physical damage at the material residue point was not confirmed. However, from the provided information the foreign material remained within the device due to deviation from instruction for use (IFU) on device handling. The event can be detected/prevented by following the instructions for use (IFU) sections: -IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states detection methods. -IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited an unidentified material stuck in the channel. The issue was found during reprocessing. There were no reports of patient harm associated with the event.